Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for unknown indication. It was reported therapy is not functioning correctly and giving the patient vibration in the legs. The patient turned stimulation off and turned stimulation back on. The call was dropped, and no additional information was provided or available. No further complications were reported/anticipated.